Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2011-00459. On (B)(6) 2006, a perigee graft was implanted. It was reported that ongoing exposure of the perigee mesh was treated with surgery in the hospital on (B)(6) 2008. It was reported that the event was resolved on (B)(6) 2011.